Event description:
It was reported that the insulin pump alarmed no delivery. Customer mentioned that sometimes insulin squirts out of the cannula after removing the set from the body. It was noted that the motor also made a strange sound. Displacement test and self test were performed and passed. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.